Event description:
Patient undergoing a laparoscopic ovarian cystectomy. After removal of the cyst, the surgeon inspected the pelvis and abdomen and noted a small bowel defect with oozing <0.5mc in size. General surgery called into case and performed a serosa closure with 4 sutures, no further complications. Patient recovered and discharged home. Surgeon believed the harmonic stayed hot when not activated.